Event description:
It was reported that a malfunction occurred on the pump but there were no notable events prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support assisted the caller in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.